Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple ophthalmic knives were dull during separate cataract surgeries. The surgeries were successfully completed with the exchange of the knives. There was no patient harm reported. Additional information has been requested but none received to date.

Manufacturer narrative:
The returned samples were visually inspected and were found non-conforming with damaged tips and a damaged cutting edge. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The four photos attached to the parent complaint were reviewed by the manufacturing site. Photo #1 consists of two slit knife tyveks. Photo #2 consists of one slit knife tyvek. Photo #3 consists of two knives within blade protector trays and the blister petg with a taped custom pak label attached. Photo #4 is one knife within blade protector trays and the blister petg with a custom pak label attached. The reported product and lot information is confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and cutting edge exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).